Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving a patient notification. Lead dislodgement was observed. Stored egms showed episodes of non-sustained lead noise, as well as an episode of ventricular fibrillation due to p-wave oversensing which resulted in inappropriate atp therapy. Lead was successfully repositioned. All electrical parameters were good following the procedure. Patient condition was good.